Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the cheek area with 1 cc of juvéderm voluma® xc. Two months later, the patient experienced ¿three granulomas¿ on the right cheek. Biopsy was not provided. The patient was prescribed prednisone and doxycycline for 14 days. Ten days later, patient was treated with hylenex. Six days later, patient started on keflex for 7 days and doxycycline for another 7 days. Symptoms ongoing.

Event description:
Additionally, the healthcare professional reported that the patient was also treated with kenalog injection bilaterally in the cheeks. The event resolved a month post-onset.